Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Customer complains of low results. The reporter states the customer feels well and requires no medical attention. Customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 03/25/2017. Customer confirms the strips are stored properly and wsa first opened (B)(6) 2015. Reviewed meter memory: 1: 61mg/dl (B)(6) 2015 06:37:00 pm fasting:yes; 2: 119mg/dl (B)(6) 2015 05:22:00 pm fasting:yes; 3: 76mg/dl (B)(6) 2015 01:44:00 pm fasting:yes; 4: 69mg/dl (B)(6) 2015 12:00:00 pm fasting:yes; 5: 71mg/dl (B)(6) 2015 11:12:00 pm fasting:yes. Customers concern:with the result 61mg/dl (B)(6) 2015 @ 6:37pm. No adverse event reported.